Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the customer returned the 3100a ventilator to a rental facility. The rental facility evaluated the unit and confirmed that the mean airway pressure (map) was fluctuating. The maximum/minimum thumb wheel switches were alarming 3-4cmh2o off. The rental facility replaced the alarm printed circuit board (pcb) to resolve the reported issue and the unit passed the rental facility's safety performance inspection (spi). In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) was fluctuating between 6.9cmh2o to 8.5cmh2o, back and forth, while the device was in use on a patient. The other settings were amplitude 18cmh2o, it 35%, hz 13.0, bias flow 15lpm. The customer replaced the circuit and made sure there was no excess humidity in the circuit. The patient circuit calibration and performance check were performed off the patient and came in at specification. The patient was not moving around at all, due to sedation from pda ligation. There was no patient compromise associated with this reported issue.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a 3100a alarm printed circuit board (pcb), and evaluated the component. An evaluation of the component did not duplicate the reported issue.